Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 13-103208 009610 taperloc p/c red/lat 15 x 150; us157854 764100 m2a-magnum pf cup 54od/48id; 139254 057840 m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to elevated metal ions and osteolysis. The head was removed and replaced and a poly liner was implanted.